Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the great vessel perforation cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards affiliate, during a trans-carotid tavr procedure with a 20mm sapien 3 ultra resilia valve, the valve was initially deployed at nominal volume of 11 cc. However, after paravalvular leak was noted. An additional 1 cc for a total fill volume of 12 cc was added. After post-dilation with balloon aortic valvuloplasty, new fluid accumulation in the pericardial space was observed, and posterior root rupture was suspected. The patient began to decompensate and became hypotensive. Pericardiocentesis was performed, and blood and protamine were administered. Following these actions, the effusion improved to trivial. The patient passed away later that day. There was no noted device malfunctions. The etiology of the rupture was unclear and will remain, so as no autopsy will be performed. The cause of death was due to the pericardial effusion.